Event description:
It was reported that left hip revision surgery was performed due to loosening of the plate and osteolysis of the femur, requiring osteosynthesis of the greater trochanter.

Manufacturer narrative:
The associated device was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not provided, device history record and complaint history review cannot be conducted. Our investigation including a clinical analysis, noted that the patient¿s history of hip dysplasia (and subsequent surgery) as a child cannot be ruled out as a contributing factor to the subluxation and/or non-union. The intraoperative findings of metallosis and osteolysis are consistent with findings associated with metal debris, however the source of the reported clinical reactions cannot be confirmed. It cannot be concluded that the reported reactions/events were associated with a mal-performance of the smith and nephew implant. The patient impact beyond the revision pain/healing cannot be determined. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Should the device or additional information be received, the complaint will be reopened and reevaluated.